Event description:
The device was implanted on 11/18/96 for infusion for fudr through the hepatic artery and 5fu through device . On 3/18/97, a mnfr nurse went to pt's home with the home health (h.h.) Nurse for a device refill. The h.h. Nurse had contacted the MFR nurse on 3/18/97 to report difficulty accessing the device. Device appeared to be loose and movable in device pocket. Several unsuccessful attempts recommended that pt be seen by her physician because she felt that device had flipped in pocket. Physician then manually repositioned device in device pocket and device refill was performed. MFR nurse was not present in physician's office when device was manually flipped, nor did she recommend this procedure be performed.